Manufacturer narrative:
Combination product: yes.

Event description:
High frequency noise was observed on the atrial channel during a device check. Home monitoring recordings going back to (B)(6) 2023 also showed what appears to be noise on the atrial channel. Patient also has a bladder stimulator implanted. Lead evaluation and consideration for reprogramming tachy discrimination was recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.